Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an insulin flow blocked alarm. The customer reported pain during product insertion. The event involved product(s) mmt-441ag, mmt-332a, mmt-1884. The customer reported a past event and the issue was resolved. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-441ag. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having insulin flow block alarm that was resolved by set change. No harm was mentioned for the insulin flow block. Customer also reported pain during a bolus. Customer did not receive medical treatment as a result of the site issue. Customer troubleshooted the site issue but declined troubleshooting for the insulin flow block. Pump was used at the time of the insulin flow block and site issue. It was unknown if smartguard was used during the insulin flow block and during the bolus when the pain occurred. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.